Event description:
On the above date the pt underwent a revision of the tibial baseplate which had been in place from 1999 until surgery in 2001. The surgeon and pt had been made aware of possible early wear of the duracon uni-knee. The surgeon had noted wear from x-ray and more recently the pt had complained of pain. The surgeon scoped the knee and noted delamination.